Event description:
Customer called to report that his bg had risen to 463. As a result he removed his pod and saw that the cannula was kinked. The customer stated he is very thin and only wears the pod on his abdomen because of shoulder injuries. Suggested he try to use different locations that would have more tissue for the cannula to be in. He had taken a manual injection to lower his bg. The caller stated that she would return the device involved for evaluation.

Manufacturer narrative:
The device involved in the reported incident has not been returned to the manufacturer for evaluation as of the report date. A follow-up report will be submitted if the product is received. No conclusion can be reached at this time. The product user guide instructs the user to check infusion site often for proper cannula placement. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.